Event description:
It was reported that high impedance and low output delivered was seen for the patient (with battery ok). The patient was referred for x-rays, and the physician reported that the x-rays confirmed a lead break. Device history records were reviewed for the lead and the device passed all functional specifications and quality tests and were sterilized prior to distribution. All reported non-conformances were resolved prior to distribution and implant. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
Information was received via implant form that the patient's lead and generator were replaced due to high impedance, with note "verified lead discontinuity". It was stated that the hospital would not let the representative retain the damaged explant and thus will not be returned for analysis. Photos were attached of the lead and discontinuity. It was stated that the lead break is what¿s seen in the pictures. The surgeon did not make any cuts. The lead had disconnected from somewhere in the neck and when the generator was pulled out during surgery (still attached to the lead) the entire lead came out in one piece. It was reported that the hospital does not retain any explants per protocol, and assumed to be discarded, and thus the devices have not been received into analysis to date. No additional relevant information has been received to date.